Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating an issue with the direct current (dc) connector. Information obtained through good faith effort indicated that while the user was charging the device, it was observed that the dc charging port is loose. The device is able to charge despite the loose charging port as long as good electrical contact between the port and charging cable is ensured. The device was not in use on a patient at the time of the incident.

Manufacturer narrative:
Event date, event description, device problem code and health impact code updated due to information obtained through good faith effort.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating an issue with the direct current (dc) connector. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.